Manufacturer narrative:
The reported event was confirmed as a manufacturing related issue. Based on the sample evaluation, there were confirmed only 2 trays inside the kit but no drainage bag or catheter inside the kit. The sample was classified as manufacturing related. However, the reported event could happen due to operator error-mishandling during packaging the product. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "[shape, configuration and principles] bard i.c foley tray b consists of a balloon catheter ,urine- collecting bag for closed drainage system, syringe prefilled with sterile water , water-soluble lubricant , antiseptic solution, waterproof sheet, tweezers, gauze pads, cotton balls, and vinyl gloves. There are two types of catheter, two way and three way , and several types of closed drainage bags. The catheter and/or bag included in the tray will depend on the product."

Event description:
It was reported that both, the catheter and the urine bag, inside the tray were missing. Instead, there were two sets of the other components. Per the email received from the ibc representative on 24-jul-19, it is unknown what the extra components were in the tray. It's possible that the extra components may be cotton balls, gloves, sheets, or syringes.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that both, the catheter and the urine bag, inside the tray were missing. Instead, there were two sets of the other components.